Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported endocarditis was due to the patient¿s on-going health issues. The reported patient effect of endocarditis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances as no specific treatment to the endocarditis was performed. There is no indication of a product quality issue with respect to manufacture, design or labeling.date of event: date estimated.

Event description:
This is filed to report the patient developing endocarditis three months after a mitraclip procedure. It was reported that on (B)(6) 2022, one mitraclip (cds0701-ntw, 10629r108) was implanted, reducing the functional mitral regurgitation (mr) from grade 3 to 1.three months later the patient developed endocarditis. In the physicians opinion the endocarditis is not related to the clip but due to the patients on-going health issues. No additional information was provided.